Event description:
It was reported the patient had their pump refilled on monday. One and a half hour after his appointment the patient tried giving himself a bolus and ptm showed to wait for 2 hours and 19 minutes. The patient then tried again on monday evening and since then ptm has been showing the error code 8503. The patient looked in the manual and was not able to find that screen in the manual. The patient called their healthcare provider¿s office on tuesday, they explained to him that he was given the bridge bolus and it would be locked for 24 hours after his appointment. The patient thought he would get on at 4:30 pm yesterday because it would be 24 hrs. The ptm still showed 8503. The patient stated that nobody told him anything on monday and he did not know that they did the physician bolus. The patient stated he was worried something was wrong with his pump. It was reviewed with the patient that the first time the bolus was denied probably because of lockout interval, the physician bolus can take several days and not necessarily 24 hours and the patient can look in his print out and find the info on bolus duration. The patient did not have his print out with at the time of the call. The pump was used to deliver morphine. Patient symptoms, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).